Event description:
The customer's mother reported that the customer was taken to the hospital where he was diagnosed with diabetic ketoacidosis (dka). The customer's blood glucose reached 660 mg/dl, and when the pod was removed, it was noticed that the cannula was on top of the skin. The customer was treated with a saline IV drip. The pod was thrown away at the hospital.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to the reported hospitalization for dka. No lot qualification records were reviewed, as the product lot number was not provided.